Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that the device failed to deliver a shock. Review of the log indicated the device was charged, a successful shock was given, and observed no faults or errors that would indicate the device is unable to shock. Therefore, our investigation for this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.